Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the o-ring was detached from the cartridge prior to using the cartridge. The customer did not attempt to use the cartridge for pump therapy as the issue was noticed when inspecting the cartridge. There was no reported adverse impact to the customer's blood glucose level.